Event description:
My sister was sent home from the hospital on (B)(6) 2024 on a ventilator and has a trach which her life depends on it. As a requirement to sustain life measurements, she is to be suctioned every so often to clear her airways from secretions. On (B)(6) 2024, we called adapthealth numerous times to get a suction machine that would work since the one they had originally brought to the house was malfunctioning. Since 12p on (B)(6) 2024, I was trying to communicate that my sister needed a suction machine to have her suctioned. 5p comes around, and we still did not receive a suction machine. When the driver brought one at 640p, it was malfunctioning. Did not suction her, we explained to the driver that we needed to get another because the one he brought was not working. I even spoke to a manager who said those were the only machines they had, and had the driver go to the warehouse to see if he could find another one. At 813p, I called 911 because my sister's o2 started to drop. After the paramedics came out to assist, the driver came back with another suction machine that worked for 7 days. 7 days this machine worked for. Today (B)(6) 2024, after numerous times of going back and forth with adapthealth, finally a therapist and a driver came out to the home and saw the issue we were having with the suction machine. Inconclusion, they brought out another machine that was also malfunctioning. We have tried to address these issues with the company, and they are continuing to dismiss our concerns with these suction machines that are being delivered by saying " that's all we have". I need to report this so this company is looked into as they are supplying equipment that do not work and may cause someone's life. She is non verbal. Reference report: mw5154776,mw5154777 and mw5154778.